Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (unable to complete incoming functional testing) was isolated to an open r781 driven ground resistor on the computer/analog board causing the monitor having a baseline failure. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.